Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient faced bent cannula event on (B)(6) 2026 due to which the patient faced hyperglycemia and diabetic ketoacidosis event. The infusion set was in use for less than 24 hours. The blood glucose level was 400 mg/dl at the time of the event and got treated with correction with pen. No further information available.